Manufacturer narrative:
Follow-up #1: date of submission 03/22/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/28/2017 with the following findings: during investigation, there were multiple exceeds max total daily dose limit warnings observed. The black box showed the time and date resetting to defaults following a pump reboot. The time was then manually set. The manual time change was observed in the black box. The pump was exercised for 24 hours with no alarms occurring. The recurring warning was due to use error.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the "exceeds limit" alarm will not go away. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.